Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2011. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, excessive levels of cobalt and chromium in his blood.